Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, a likely cause of the broken linkage mechanism might be the following. 1. Foreign materials or cleaning solution had left on the arm of the cups due to insufficient cleaning of the device. 2. Residues on the arm of the cups corroded and decreased its strength. 3. A force was applied to the linkage mechanism while handling the device. As a result, the linkage mechanism part where decreased its strength was broken. The following information is stated in the instructions for use (IFU): ¿before use, confirm that the distal tip of the forceps is not corroded, dented or discolored, and that the cups can be opened and closed smoothly. Using forceps that are damaged or not working properly may result in one or more of its components falling off inside the patient. If a component falls off the distal end, or if operation of the cups suddenly becomes more difficult, immediately stop the procedure. Carefully withdraw the forceps together with the endoscope to avoid causing injury within the body cavity. Retrieve any parts that have fallen off inside the patient using another grasping forceps. Reprocess the instrument immediately after use by immersing it in a neutral, low-foaming, medical-grade detergent solution, then following the cleaning and sterilization procedures in this chapter. Failure to reprocess the instrument immediately after use, or using another type of detergent may cause corrosion at the instrument¿s distal end. This could cause components to fall off during use and may interfere with operation of the cups.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation.

Event description:
Additional information was provided regarding this event. The intended procedure was a diagnostic biopsy. The procedure was completed using a replacement device without any delays.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Reprocessing caused rusting in the cups and the mechanism on the forceps tip, which caused them to break during use. The broken surface indicated a brittle fracture due to corrosion. In addition, there was foreign matter adhered to the broken arms. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus employee reported on behalf of the customer, the biopsy forceps tip cup would not close. The event occurred during preparation for use. There was no report of patient harm associated with this event. During incoming inspection, it was determined there was foreign matter adhered to the broken arms. This MDR is being submitted to capture the reportable malfunction found during evaluation.